Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon used the device and the trocar was leaking at the universal seal every time during instrument exchange. He had to block the leak with his finger. No adverse patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested:were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Was any torque being applied to the trocar or device?